Event description:
Information was received indicating that this smiths medical cadd solis vip pump had ?bad speaker". No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email on 07-dec-2021:there was no patient involved with the malfunction. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, scratched and cracked lcd lens screen. The customer stated problem was duplicated. Device had no sound or low sound frequency. Replaced front speaker and also rear beeper as a preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.